Event description:
It was observed during the device evaluation that the gastrointestinal videoscope was noisy with no image, and had white residual in the air water channel and auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following that led to the no image malfunction: defective circuit board. It was confirmed that foreign material came out of the device; however, the type of the material and the root cause could not be identified. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.